Event description:
It was reported that the affected device had been causing repeated problems and could no longer be used on the patient. In the past, ventilation reportedly stopped during operation while the device was set to bipap mode; the exact time of the incident is unknown. The device is reported to have given no alarm. No adverse health effects on the patient were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.